Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser advised left brake cable is broken and frayed. Enduser advised put brake on and cable snapped.